Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software purge issue. An integration engineer fixed the purge by following the ka 000011153 (controlling the purge in es 1.5, 1.6, 1.7, 1.8 - purge recovery - purge queue growing faster than deletion or purge failure for an extended period of time). Db performance was slow, followed the ka 000007851(es database server performance troubleshooting) and ran re-index queries, since a lot of these tables were fragmented. The system functioned as intended after the integration engineer troubleshot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be dell 630 xl rack esxi v 5.5 he.

Event description:
It was reported by the customer that the pyxis medstation es system was taking hours for inventory to update. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.